Manufacturer narrative:
(B)(4). Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested.

Event description:
Caller alleged imprecision with inratio results. Results as follows: first test inr = 2.3m second test inr = 3.8, third test inr = 0.9.